Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for commercial heartmate 3 lvas is (B)(4). Approximate age of device- 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with driveline drainage and tenderness. The culture tested (B)(6) for (B)(6). The patient was treated with unspecified intravenous antibiotics and discharged home on (B)(6) 2017. As of (B)(6) 2017, the driveline infection remained ongoing and the patient continued on intravenous antibiotics at home. No additional information was provided.